Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (e216) was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappears during angulation in the up and down direction due to damage on the charge-coupled device unit. Additionally, scope communication error (e216) was observed due to the damage found on the charge-coupled device unit. Upon further inspection, it was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that switch 2 and 3 were dirty due to deterioration or discoloration caused by chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover and on switch 3. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a compromised image. The reported issue occurred during an unknown therapeutic procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a scope communication error (e216) present which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.